Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. Upon further investigation no evidence of noise was observed on the lead. Patient is well and scheduled for a follow-up.